Event description:
On (B) (6) 2010 pt reported she is not able to use her infusion device. Pt stated the infusion device was previously replaced and she was asked to return it. Pt reported she has the replacement infusion device. Advised pt on how important it is to return products for evals. Pt stated she received an occlusion error this afternoon which resulted in elevated blood glucose. She reported the occlusion occurred during a bolus. Pt reported the infusion adapter was last changed in (B) (6) 2009. Pt reported the piston rod would not retract. She stated she has spilled insulin in the cartridge chamber in the past. Pt reported she attempted to change the cartridge mode prior to the call. She stated when the infusion device displayed to return the piston rod; it did not return the piston rod. Pt reported the piston rod did not retract and the infusion device went to the 315 and back to stop. Advised pt to attempt the change the cartridge process. Pt was able to return the piston rod and the piston rod did return to normal. Pt also reported while on vacation she realized the insulin within the infusion tubing may have began to crystalize. She stated this may have been related to the temp in the area, so she only filled her cartridge half full the next time. Pt reported her insulin had to be changed every 3 days due to the crystalization. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the infusion device for eval; replacement has already been sent.